Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2011, follow-up imaging showed the aneurysm to measure 5.3 x 6.0 cm with no evidence of endoleak. On (B)(6) 2012, follow-up imaging showed a possible distal type I endoleak, with the aneurysm measuring 6.2 c 6.9 cm. On (B)(6) 2012, a CT scan showed the aneurysm to measure 7.3 x 6.2 x 10.1 cm with evidence of two type ii endoleaks, one reportedly appearing to originate from a lumbar artery, and the most superior originating most likely from another lumbar artery. On (B)(6) 2012, an additional procedure was performed whereby an aortic extender component was implanted to treat a proximal type I endoleak identified intra-operatively. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2012, a follow-up CT showed that the aneurysm had enlarged to 7.8 x 6.9 x 10.8 cm, with evidence of a type ii endoleak originating from an iliolumbar contributory branch. No further adverse events were reported.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxc141200/06637122 and pxa230300/9035569.